Event description:
Implants (x2) broke at insertion, not retrieved. Portions that broke off were removed and discarded by surgeon. Additional fixation was necessary to complete procedure. Initial reporter indicated the possibility that this may be a technique related issue.